Event description:
An obese male, implanted in late 2004, presented with recurrent hernia. Mesh is being explanted as part of repair of recurrence. No indication there is any product defect.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when product eval is complete or when/if additional info becomes available.